Manufacturer narrative:
Conclusion from investigation: no re-biopsy was required. Patient was diagnosed without histology results. No instrument failure was detected. (B) (4) field engineer found foreign objects - a piece of dental floss-like lint and a piece of paper towel (approx 20mm x 20mm) - in a wax valve and a wax bath respectively. The root cause of suboptimal tissue processing was due to foreign object getting stuck in retort a's wax valve leading to formalin in wax contamination. This was due to the operator not following proper cleaning instructions as outlined in the user manual. Action taken by field engineer included draining all reagents and thoroughly cleaning wax baths and reagent bottles. Retrained customer to follow cleaning procedure in user manual when retort and wax bath filters are removed for cleaning.

Event description:
A patient's biopsy tissue sample was unrecoverable and undiagnosable as a result of mushy tissues from two tissue processing runs. Customer believed no dehydration took place; that tissue went from formalin straight to wax.